Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported customer was pale and shaky, had blood glucose results of 120 mg/dl on customer's compact plus system and 44 mg/dl on school nurse's system within 10 minutes. Customer was able to self-treat, drank a coke, and ate some crackers on his own. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Event description:
Patient was being turned to change linens when the ett endotracheal tube migrated 3 cm (from 20cm-17cm at the lip). Physician notified and rt respiratory therapist assessed breath sounds. During assessment, patient went into asystole and code was called. Patient was made dnr do not resuscitate prior to reintubation.======================health professional's impression======================device failed to secure ett.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. A drum of strips of unknown lot number was received in indianapolis inside of a compact meter. The returned product was sent to mannheim for investigation, but the strip drum was not present when received there. The drum was searched for but could not be located.